Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt was revised in (B)(6) 2007, to address several dislocation. (The MFR of the femoral head used with the pinnacle cup/liner was not specified). During the revision surgery, asr devices were implanted. It is further alleged that the pt began experiencing severe pain, discomfort and a "clicking" and "popping" sound when she moved.